Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the device was manufactured from may 4, 2021 - may 6, 2021. H10: the actual device was received for evaluation. The sample was returned to the plant containing 58 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results found to be within the product specification range. The device was found to be conforming product. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated that after the expected twenty-four hour infusion time, a bit of the medication remained in the device. The device had been filled with benzylpenicillin 7200mg plus citrate buffer in 230 ml of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.